Event description:
It was reported that (1) atb45 was used with tr45b during a lap lar procedure. It was reported by the affiliate that the surgeon put overstitches to close the tissue. Post operative leakage was found three days later of original operation. Reoperation was done and colostomy was created.